Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Device discarded.

Event description:
A report was received that the patient was experiencing drainage, redness and swelling at the ipg implant site. The physician assessed that the patient had an infection and administered vancomycin and cefepime antibiotics. The patient was hospitalized and underwent an explant procedure. The physician assessed that the infection was procedure related and not device related. The patient was discharged and the event is considered to be resolving.